Event description:
The facility representative reported an infus-or pump in which the bolus switch stuck, interrupting the therapy. The facilities materials manager reported the surgical nurse was attempting to administer a bolus dose of propofol to a pt during a surgical procedure when the switch stuck and the bolus dose was not administered to the pt. The pump was switched and the administration of propofol continued. This was found during pt use, with no pt injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
Pump has been requested for eval, but has not been received. Upon completion of the evaluation or if additional information becomes available, a follow-up report will be processed.